Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01510022. Product not returned for evaluation. Customer declined replacement product at this time. Product was working as intended. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer on 9/22/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition improved and they are no longer experiencing diabetic symptoms. On (B)(6) 2017 they went to the ER and was diagnosed with hyperglycemia. He was discharged on (B)(6) 2017. Caregiver not aware of any further details.. Customer satisfied with the product. Product working as intended.

Event description:
Consumer reported complaint for e-5 blood glucose results accompanied by symptoms. (B)(6) caregiver is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling thirsty. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date undisclosed. Control test was performed within acceptable ranges. Cargergiver test herself to proof the product with a result of 98mg/dl.customer declained replacement and will follow up with his doctor. The meter memory was not reviewed for previous test result history.